Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed objective lens adhesive peeling could not be determined, however, the issue was likely the result of stress due to user handling/mishandling and or chemical stress. The event may be detected/prevented by following the instructions for use section below: chapter 3 preparation and inspection 3.2 endoscope preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that water tightness was lost due to damage on light guide cover glass; bending section cover had a scratch; adhesive on bending section cover chipped; light guide cover glass was deformed; color tone of the image was not proper due to cut on charge coupled device cable; switch 1 and switch 3 did not work properly due to damage; angulation lever did not move smoothly due to damage on control section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the videoscope exhibited peeling of the adhesive on the objective lens. There were no reports of patient involvement.